Event description:
It was reported that "pump housing is damaged. The damage interferes with the ability to load a cartridge into pump. Cartridges do not seat well and are sometimes not recognized during load sequence". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.